Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances and that there was a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.